Event description:
The user received impossible glucose results for an unk number of pt samples where the results were up to 50 mg per dl lower for the sample collected in the syringe vs. The result from a "stick" tested on aci I system. One example was provided: a result of 13 mg per dl was received on the syringe sample tested on this analyzer and a result of 87 mg per dl from the "stick" tested on the aci I. No info was provided to determine if the erroneous results were reported or if pts were adversely affected. It was noted the user is a "demo-site" and the user does not have serious concerns about the incorrect reports. If add'l info is received, appropriate notification will be provided.